Manufacturer narrative:
Controls have been successfully tested on the meter within the last 24 hours. The customer performed linearity testing using strip lot 477181 with acceptable results. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable glucose results from an accu-chek inform ii meter serial number (B)(4) for 1 patient compared to the result from the laboratory. At 8:26 am from a capillary sample, the meter result was 109 mg/dl. At 8:33 am from a venous sample, the laboratory result was 326 mg/dl. The result in question was reported outside of the laboratory.